Event description:
This lead was capped sometime in 2014 due to dislodgement, event date unknown. Lead was not replaced at that time because the patient was in afib. Patient no longer is in afib so new ra lead was placed (B)(6) 2018 and this lead was explanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
Original description had incorrect date in it. New lead was placed (B)(6) 2018 and this lead was explanted. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.